Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the power button and power light of one device and s13 and s14 keypad button of second device was not working. Reportedly, the front case of the keypad of two pcu modules will be replaced. There was no reported patient involvement.